Manufacturer narrative:
(B)(4) image review: the procedural images were reviewed for this event. The images showed diffuse disease throughout the vessel with tortuosity and wire bias evident. The also show a deployed complete se stent with the delivery system inserted through the stent.

Manufacturer narrative:
(B)(4). Event date: event date is month and year valid.

Event description:
During the procedure the physician used complete se device to treat an iliac artery exhibiting plaque, moderate calcification and 70% stenosis. The device was removed from packaging, inspected and prepped per IFU with no issues noted. The lesion was pre-dilated. The stent was deployed at the target lesion without issue. It is reported that post stent deployment the physician encountered strong resistance while removing the device. The physician manipulated the device back and forward in order to pull it back from the patient. It appeared like the delivery system was engaging with the stent struts and would not pass through it. Eventually the physician cut the device delivery system and from a contralateral approach, removed it from the patient. No patient injury reported.